Event description:
It was reported the patient¿s blood glucose level reached 20.4 mmol/l (367.2 mg/dl). The pod was worn between 37 and 48 hours on the back. It was noted that the cannula was bent and fluid was leaking. Hyperglycemia treated with a new pod and correctional bolus.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula/fluid leak or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.